Manufacturer narrative:
The device was not received for evaluation. The reported condition could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
Report received from the USA regarding a compact speed reducer device which heated up. The following was unknown to the reporter; when the event occurred, if there were any delays during a surgical procedure, if a spare device was available, and if injuries or medical intervention were reported. The reporter did provide another contact person. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.